Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that implant was removed as implant connection seems to be damaged since cover screw did not screw properly. Procedure was completed using other implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that implant was removed as implant connection seems to be damaged since cover screw did not screw properly. Procedure was completed using other implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant (bost485) was returned for investigation. Visual evaluation of the as returned product identified no damage/malfunction. Functional testing was performed with in-house cover screw. The devices were able to engage/disengage as normal. Device history record (DHR) review for the lot (2021091272) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021091272) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event (damaged drive feature) was unconfirmed.

Event description:
No further event information is available at the time of this report.